Manufacturer narrative:
Concomitant medical products: product ID: 9735814, serial/lot #: (B)(4). A representative went to the site to preform system check out. It was noted that there were parts replaced and the system preformed as intended. The handle was replaced and it was noted that there were no failures or issues found. The returned psu is malfunctioning. Sometimes the light does not come on, and other times it remains on after the button has been released. Otherwise, the psu passed an accuracy test (aak) at .07 mm with a passing threshold of .25 mm. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of procedure. It was reported that the laser handle did not appear to be controlling the laser's behavior. The handle was hard to press and the laser would remain on after the handle was released. The laser even remained on after being unplugged from the camera. The laser would also turn on, on its own. There was no patient present when this issue occurred.